Event description:
Received a copy of the customer's maude database report from FDA which states, ¿patient received initial feraheme dose 510mg IV infusion (mfg: sandoz) for the first time and tolerated it fine. However, when the patient received the second dose of feraheme 510mg IV infusion (mfg: sandoz) the patient had a reaction with in 2min. The patient had to be transferred to the emergency room." There was no apparent allegations that the alaris system caused or contributed to the adverse event.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.